Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was 230 mg/dl and was treated with insulin pump. No further information available.